Event description:
Physician attempted esophageal banding of varices. Upon deploying band, three bands deployed on one varice. Upon a second attempt, two bands deployed on one varice. Another kit was brought into the procedure room. When banding was attempted, bands were flipping back into the barrel. The procedure was then aborted. The doctor notes from the procedure: ..."three bands were successfully placed with complete eradication, resulting in deflation of varices." Impression: "successful variceal band ligation of the 3 largest columns with good decompression... The patient tolerated the procedure fairly well." There were no complications. Please note that kit#1 and kit#2 had the same model and identifying numbers.